Manufacturer narrative:
The insulin pump had blank white lcd due to moisture damage. The insulin pump received with cracked case on the back at the battery tube area. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump backside was cracked and moisture was found into display. The device will be returned for analysis.